Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) and the device delivered anti-tachycardia pacing which were inadequate and resulted in the acceleration of the arrhythmia. High voltage therapy was delivered but some of the therapies were not sufficient to resolve the arrhythmia. The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences reported.